Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed and the cause was not identified. The lot number is unknown; therefore, a batch review cannot be performed.

Event description:
A customer contacted baxter's technical service center regarding a leak in the setup. The problem was noted during use with the patient not connected. The caller was the nurse (rn). The rn could not tell where the fluid on the floor had come from. The bags did not appear to have been leaking. The technical service representative (tsr) had the rn cycle power off/on to the homechoice (hc) and remove the cassette. The rn was advised to start over with new lines and bags. There was patient involvement however there was no patient injury or medical intervention, associated with this event. The rn replied back to writer through email. The rn advised that after they changed out the bags and cassette, that therapy went well without issues. She confirmed the patient is ok and has continued on with his therapy with the same machine.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.